Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and an additional reportable malfunction was found: all light-emitting diodes on the front panel continuously lit up. Based on the results of the investigation, the root cause could not be identified. However, for the malfunction of no image output from the digital visual interface, the presumed cause is a faulty printed circuit board. Similarly, for the malfunction where all light-emitting diodes on the front panel continuously lit up, the likely cause is also a faulty circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the digital visual interface on the video system center had no output and no image. The issue occurred during preparation for use in an upper gastrointestinal endoscopy procedure. The procedure was postponed. The patient was not yet anesthetized. There were no reports of patient harm, injury, or death.